Manufacturer narrative:
Summary of investigation: no samples were received for analysis. Investigation was executed focused on complaint description: "the blood pressure monitoring was not detected". Three (3) parts from retained samples from lot 3571159 were tested on functional rack following op-1078. Results: the three (3) samples were found acceptable. The root cause could not be determined due to there were no sample available for investigation. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the patient was admitted to the hospital for coronary angiography because of angina pectoris. The blood pressure monitoring was not detected during the operation. After checking the relevant tubing, the pressure sensor was found to be faulty, which delayed the operation of the patient. The pressure switch and its accessories were immediately switched. No patient injury was reported.